Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. No failed batt test alarm or no delivery/occlusion alarm noted during testing. The test mobile phone communicated or paired properly with the pump noted. No communication anomaly noted. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed batt test alarm or no delivery/occlusion alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor or force sensor.test sc1-cap locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case and cracked keypad overlay. No delivery/occlusion alarm/failed batt test alarm/no com pump to mobile not confirmed. Cosmetic damage was confirmed on the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump rejected batteries, received insulin flow block alarm, loss of communication between insulin pump and mobile application and screen sticks out further. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-1884, mmt-242a, unk_minimedmobileapp. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a, mmt-1884, mmt-242a. A product return is not applicable for nonphysical devices (unk_minimedmobileapp).